Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead was cut across during pocket access at device change. The lead was on top of the device. A new lead was implanted with good result. This ra lead was surgically abandoned. No adverse patient effects were reported.